Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to low out-of-range pace impedance measurements less than 200 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.